Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No missing segments/partial display noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.